Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unknown notification during the load sequence and was unable to load the cartridge unto the pump. Tandem technical support was unable to confirm what message or alarm was received on the pump. Reportedly, a new cartridge was loaded to address the issue. Customer's blood glucose was 145 mg/dl.